Manufacturer narrative:
The device information has been updated/corrected in this report. During the evaluation of the device at the third-party service center, the device was visually inspected and unit passed all final tests. The device's event log was reviewed by the service center and no error code found. In this report, box d, g, h has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity and inflammatory response. There was no report of serious or permanent harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.